Event description:
One endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the prox lad during the index procedure. It is reported that approximately (B)(6) months post index procedure the patient suffered a gi bleeding event. The investigator has reported that the event was not related to the study device and the outcome of the event was reported as continuing without treatment.

Manufacturer narrative:
(B)(4). Month and year are correct. Day is an estimate. (B)(4) - inherent risk of procedure (haemhorrage), no conclusion can be drawn.